Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received with this complaint. Therefore, an examination of the reported condition could not be performed. The reported condition is not confirmed. A review of device history record (DHR) was performed for the reported lot. There were no manufacturing issues related to the complaint issued for this lot. The potential root causes were determined to be: the accuracy and consistency of the scales which is used to weigh the sponges had not been verified. The procedure to set up the scales did not reflect the current process. For smaller sized product codes, extra movement is performed by rotating the sponges prior to banding; and there were no guidelines for the tightness of the band that holds each bundle of sponges together. As a corrective action, a formal corrective/preventative action (CAPA) was completed to optimize the autobander process and prevent recurrence of the reported incident. The corrective actions were implemented after the manufacture date of the returned lot. Therefore, no additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/10/17. An investigation is currently under way; upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the tray was missing 1 each. They only received 9 each.